Event description:
A customer contacted beckman coulter inc., (bec) stating that two coulter lh780 hematology analyzers (serial numbers (B)(4)) did not flag for blasts when blasts were seen on manual review of the smear. Results of the manual differential are considered correct. A specific patient sample was cycled twice on lh780, sn (B)(4); once in auto mode and once in manual mode, and once on lh780, sn (B)(4) in manual mode. Although both instruments were set at the high level sensitivity for blasts, results are consistent with no blast or differential flags generated for any of the three runs. Results were not reported out of the laboratory. No death or injury is attributed to this event. There was no change to patient treatment. This report documents the results generated by the lh780, serial number (B)(4), on (B)(6) 2012. The results generated by the lh780, serial number (B)(4), is documented in a separate report.

Manufacturer narrative:
Controls run before and after the event recovered within range. Service was not dispatched for this event. Customer declined on-site service as they feel the issue is patient specific. Based on raw data analysis, the provided sample has blasts according to the customer statement. The lymphocyte population is dominant and slightly elongated on dc. But the abnormality is not significant enough for the algorithm to set blast. The customer stated two of the six runs did flag for blasts and one had a "verify diff" flag. Raw data from the runs where the instrument correctly flagged for blasts for requested; however, per e-mail from the customer on (B)(6) 2012, the customer did attempt to retrieve the data, but it was not available. The following MDR is being submitted for this issue from this account for the lh 780 analyzer, sn (B)(4): 1061932-2012-01306 additionally, this is a recurrent issue for this patient, previously filed MDR: 1011932-2012-01034